Event description:
It was reported that the patient had difficulties with this inflatable penile prosthesis (ipp) as it was hard to inflate. A surgical procedure was performed and it was found that the cylinder tubing was kinked. The device was removed and replaced with a tactra. There were no patient complications reported.